Manufacturer narrative:
There are no known system issues that may have contributed to the (B)(6) advia centaur xp hbsag test results on a diluted patient sample. The (B)(6) hbsag test result was confirmed by the customer when confirmatory testing was performed on a neat sample. The instructions for use (IFU) states: "if the sample is greater than 50, the specimen is positive for hbsag by the advia centaur hbsag assay. Note: when the advia centaur hbsag assay is used as a stand alone assay (for example in pregnant women being screened to identify neonates who are at risk for acquiring hbv during the perinatal period), all results > 1.00 should be considered initially reactive. Repeat testing and supplemental tests, such as the advia centaur hbsag confirmatory assay must be used to confirm the result." The IFU does not reference confirmatory testing on diluted (B)(6) hbsag patient samples. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A (B)(6) advia centaur xp hbsag result was obtained on a patient sample and (B)(6) when the customer performed confirmatory testing on dilution samples. The patient has a previous history of being hbsag (B)(6). There was no known report of patient treatment being altered or adverse health consequences due to the (B)(6) advia centaur hbsag assay result.